Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - the complaint could not be replicated and passed all visual inspection and functional tests, including failure to disengage and premature disengagement, without any issues. Root cause - a potential cause of the premature disengagement may be related to the angle positioning, pressure and/or incorrect fit between the hudson driver and the perforator body application during use.

Event description:
A facility reported a perforator ((ID 261221) didn't stop and passed through the second cortex. No patient injury/consequences reported; however, the event led to one hour surgical delay due to product problem. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.